Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on(B)(6) 2026 during use. The infusion set was used for one to two days no further information available.